Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 14 months post index procedure, patient suffered from a stroke. Investigator and safety assessed that the event was not related to index device or anti-platelets medication. Patient is recovering.